Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 6 (cat6). During the procedure, the cat6 was found kinked. The procedure continued using a new cat6 and an indigo system aspiration catheter 3 (cat3). There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the cat6 was damaged along the entire catheter shaft. The cat6 was kinked approximately 3.5, 16.5, 56.0, 110.0, 113.5, and 126.0 cm from the hub. The cat6 was ovalized approximately 134.0 cm from the hub. Some of this damage may have occurred during packaging for return, as the cat6 was folded to fit inside the biohazard bag. Conclusions: evaluation of the returned device confirmed that the distal tip of the catheter was kinked. This type of damage typically occurs due to improper handling during use. If the cat6 was manipulated forcefully at an angle during use, it is likely that the catheter will kink. The kinks to the catheter proximal- and mid-shaft and the ovalization to the distal-shaft were likely incidental damage, and may have occurred during packaging for return. These devices are 100% visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.